Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced hemorrhagic shock, hemothorax, blood loss, hemorrhage of the azygos vein, hypotension, episodes of syncope, a marked drop in hemoglobin, edema, and acute abdominal pain. A pulse field ablation (pfa) procedure was conducted using a faradrive sheath without any intraoperative or immediate postoperative complications. The postoperative course was uneventful, and the patient was discharged in stable condition. Six days later the patient presented to the hospital emergency department with vague abdominal symptoms, primarily a sensation of fullness and bloating. At that point the patient's condition appeared stable, and no critical findings were documented. However, three days later the patient presented again with acute deterioration, exhibiting hypotension, acute abdominal pain, episodes of syncope, a marked drop in hemoglobin. The patient was diagnosed with a hemothorax and hemorrhagic shock. The patient was admitted to the hospital and emergency surgery was performed that same day. The source of bleeding was identified as an active hemorrhage from a venous side branch of the azygos vein, with direct anatomical proximity to the right inferior pulmonary vein (ripv). The ripv itself was confirmed to be intact and uninjured. The day after the surgical intervention an interdisciplinary discussion with the radiology team and the thoracic surgeon who performed the intervention occurred. The surgeon observed what was interpreted as a coagulated structure or crust at the side branch of the azygos vein. The radiologist, however, described the appearance as arterial bleeding from an intercostal artery, potentially consistent with a pseudoaneurysm (which, according to the treating physician, could also explain the acute hemoglobin drop). The currently observed distance between the ablation site and the suspected bleeding origin is approximately 11 mm, although this may be distorted due to edema. The physician anticipates that this distance may decrease to around 3-4 mm once the edema subsides. The event is ongoing. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the patient experienced hemorrhagic shock, hemothorax, blood loss, hemorrhage of the azygos vein, hypotension, episodes of syncope, a marked drop in hemoglobin, edema, and acute abdominal pain. A pulse field ablation (pfa) procedure was conducted using a faradrive sheath without any intraoperative or immediate postoperative complications. The postoperative course was uneventful, and the patient was discharged in stable condition. Six days later the patient presented to the hospital emergency department with vague abdominal symptoms, primarily a sensation of fullness and bloating. At that point the patient's condition appeared stable, and no critical findings were documented. However, three days later the patient presented again with acute deterioration, exhibiting hypotension, acute abdominal pain, episodes of syncope, a marked drop in hemoglobin. The patient was diagnosed with a hemothorax and hemorrhagic shock. The patient was admitted to the hospital and emergency surgery was performed that same day. The source of bleeding was identified as an active hemorrhage from a venous side branch of the azygos vein, with direct anatomical proximity to the right inferior pulmonary vein (ripv). The ripv itself was confirmed to be intact and uninjured. The day after the surgical intervention an interdisciplinary discussion with the radiology team and the thoracic surgeon who performed the intervention occurred. The surgeon observed what was interpreted as a coagulated structure or crust at the side branch of the azygos vein. The radiologist, however, described the appearance as arterial bleeding from an intercostal artery, potentially consistent with a pseudoaneurysm (which, according to the treating physician, could also explain the acute hemoglobin drop). The currently observed distance between the ablation site and the suspected bleeding origin is approximately 11mm, although this may be distorted due to edema. The physician anticipates that this distance may decrease to around 3-4mm once the edema subsides. The patient's condition stabilized, and no long-term complications are expected. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to the initial MDR in block h6 patient codes.